Manufacturer narrative:
The devices will not be returned for evaluation because they were discarded by the medical facility. Bsn initiated a class ii recall of charger 1.0, as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.

Event description:
A report was received that a patient's precision system had been explanted due to the pt being burned while charging her ipg. The patient was not treated for the burn before the explant procedure. During the procedure, the explanting physician removed the burn area. The pt is reportedly doing well.